Event description:
Boston scientific received information that that this right atrial (ra) lead exhibited out of range impedance measurements greater than 2,000 ohms. The patient underwent a revision procedure and this lead was surgicially capped and a new lead was placed. No further adverse patient complications have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.